Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed decreased r-wave amplitudes post-discharge. Impedance and thresholds were noted to be stable and adequate. The physician ordered a chest x-ray, and determined that some slack had come out of the lead and there was a likely micro-dislodgement. A lead revision was planned for a later date. No adverse patient effects were reported. The lead remains in service and is scheduled for a revision. No further information is available. This report will be updated if more information becomes available.